Manufacturer narrative:
The insulin pump was received with unresponsive act and esc buttons due to corroded keypad traces. The functional check was unable to be performed due to unresponsive buttons. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the display window corners and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.